Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: dislodged stent. It was reported that the pt died in 2009 due to pulmonary issues. The angiography films were re-reviewed for the pt's index procedure which was done two weeks prior to death. Although the pt did not mention any chest pain or suffer a heart attack prior to their death, during re-review of the films it was discovered that the stent of the xience stent delivery system (sds), which failed to cross during the index procedure, had dislodged and was lost in the pt's coronary. No additional event or pt info is available.